Event description:
A malfunction was reported on the pump, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted with resetting it, and confirmed that the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support if any further issues arose, which the customer acknowledged and understood.